Event description:
It was reported that the arctic sun device displayed an alert 113 (reduced water temperature control). The target temperature was 33c, the patient temperature was 35.6c, the water temperature was 28.5c, the mixing pump command was 100%, and the circulation tank water temperature control (t4) was 4.4c. The pump hours were 5702, and the system hours were 6149. The nurse was advised to send the device to the biomed for evaluation.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR is a duplicated and was previously reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device displayed an alert 113 (reduced water temperature control). The target temperature was 33c, the patient temperature was 35.6c, the water temperature was 28.5c, the mixing pump command was 100%, and the circulation tank water temperature control (t4) was 4.4c. The pump hours were 5702, and the system hours were 6149. The nurse was advised to send the device to the biomed for evaluation.